Event description:
It was reported that the 511sd was used during a laprascopic ectopic pregnancy myomectomy tubal ligation. It was reported that the heads of the obturators are broken during the insertion to the pesitoreum.

Manufacturer narrative:
Tracking #.50506. Device-a. D5; h4: info not available. Based upon inquiry info rec'd and visual examination, the instruments could not be tested because the end caps on all four instruments are separated. Separation of the end caps requires force unless they are cleaned with a chemical solution. The polycarbonate (trocar composition) is not resistant to chemicals and when chemicals are used it relieves the stress points causing separation and cracking.